Event description:
Customer reported the insulin pump had cracks on it. Customer's blood glucose was 126 mg/dl. Damage was located in the lower left hand corner of the screen and there is a large crack on the reservoir compartment. Customer does not know how damage occurred. Customer was advised to discontinue use of the device and revert to back up plan. Customer mentioned she was released from the hospital. She was hospitalized for diabetic ketoacidosis and was on the device during hospitalization. No further information reported.

Manufacturer narrative:
The insulin pump was received with cracked display window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.